Event description:
New information received indicated that the device was explanted during an unrelated lead extraction procedure. The patient¿s ejection fraction has improved and no longer needs a cardiac resynchronization therapy defibrillator device.

Manufacturer narrative:
The reported field event of non-sustained rv oversensing episodes were confirmed in the laboratory by review of stored egms. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. The oversensing was due to myopotentials. No patient symptoms were reported. Programming changes were recommended.